Manufacturer narrative:
No button error alarm noted. Up arrow button did not respond due to corroded keypad trace. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer does not recall any significant events leading to the alarm. Blood glucose value is 116 mg/dl. Nothing further reported.